Event description:
A patient underwent cardiac cath (catheterization) for preoperative work-up due to abnormal myocardial perfusion scan. Left heart cath revealed ejection fraction of 40%, an 80% lesion in the mid left anterior descending, lad, artery and 50-60% lesion in the distal lad. The physician elected to perform a ptca, percutaneous transluminal coronary angioplasty, on the distal and mid lad. A 2.5 x 8 taxus stent was placed in the mid lad. Mid & distal lad was noted with 0% stenosis. During procedure the patient was given 3,000 units of heparin and reopro bolus & drip. An act, activated coagulation time, was drawn with a result of 148. A few days later, the patient underwent major revascularization surgery to the left lower extremity. Post surgical procedure the patient's blood pressure decreased, placed on neosynephrine drip to maintain sbp, systolic blood pressure, >100. An EKG noted the patient was having mi, myocardial infarction, with a st elevation of 5mm. Images revealed the left coronary arteries had a total occlusion of the mid lad artery. A ptca was performed on the mid lad and the diagonal branch. Furture stenting was required. To avoid occlusion of the diagonal branch a taxus stent was placed just distal to the taxus stent placed originally. A second taxus stent was placed just proximal to the original taxus stent. During the procedure the patient developed wide complex tachycardia, probably ventricular tachycardia. The patient's blood pressure and oxygenation deteriorated. Patient was intubated and placed on an intra-aortic balloon pump. Patient received 13,000 units of heparin and reopro bolus/drip. Patient was transferred to ccu. The following day the patient expired.